Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator's nurse call relay was not activating. This resulted in no audible alarm at the nurse call station when the ventilator was alarming. The ventilator was not connected to a pt when the reported problem occurred.